Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative found a kink in the suction's tubing. The kink was removed, and the unit was returned to service.

Event description:
The hospital reported the unit had low fluid suctioning ability. There was no report of patient involvement.